Manufacturer narrative:
E1 - event site name -(B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during mega 50cc balloon catheter insertion through the femoral artery, the doctor was not able to deliver the iab catheter through the 0.025 guidewire provided in the kit. A second set of mega 50cc iab catheter was used. There was no harm to the patient reported, and therapy was completed.